Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarm on insulin pump. The customer¿s blood glucose was 397 mg/dl at the time of the incident. The customer¿s current blood glucose was 420 mg/dl. Customer stated that the insulin exited during troubleshooting. The insulin pump will not be returned for analysis.